Manufacturer narrative:
The pump failed the displacement test, followed by a motion sensor test failure alarm during the rewind and a motor position encoder error alarm was found in the alarm history file due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, prime, unexpected restart tests, or verify the motor error alarms due to the motion sensor alarms. The pump was monitored and no unexpected low battery alert, failed battery test, bad battery, weak battery, or loss of settings occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received low battery and weak battery and was able to change battery. Insulin pump was exposed to MRI and received a motor error alarm. Customer was advised by MRI tech to rewind and restart insulin pump. The next day customer experienced battery issues and received a motor position encoder error alarm and a motion sensor test failure alarm. Troubleshooting was performed and it was found that drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.